Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿catheter should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The device was not returned.

Event description:
It was reported that the patient experienced decreased urine output with the foley catheter, along with a new onset of urethral bleeding. A CT scan of the abdomen/pelvis revealed that the foley catheter was malpositioned with the balloon inflated within the prostatic urethra. Attempts were made by the nurses to remove the malpositioned foley catheter but were unsuccessful since the balloon would not deflate. Therefore, a urology consultation was requested for evaluation and to assist with removing the retained foley catheter. The urology consult note reported the inability to deflate the foley balloon was likely due to kinking/obstruction of the balloon port due to the malposition. The hub of the foley catheter was cut off and a bentson guidewire was fed down through the balloon port which unkinked/unblocked it and allowed the balloon to deflate. The previously retained catheter was then easily removed and a new standard 16fr foley catheter was reinserted without difficulty. The initial urine output with the insertion of the new catheter was approximately 300 ml of clear urine. The urology consult reported that the patient had some mild urethral bleeding around the catheter which should resolve over the next few days.